Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump became frozen on a low battery power alert, and the customer was unable to clear it. During troubleshooting with tandem technical support the alert was able to be cleared. In addition, the customer reported the pump battery depleted from 70% to 10% within one day. The customer's blood glucose level was 263 (mg/dl) with small traces of ketones. A manual injection was administered to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.